Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified: yellow particles in shell, white calcification in shell(10%), fold creases. The leak test did not identify any opening. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is no openings found, and no issues found related with the manufacturing process. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.